Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in canada reported a false positive flu b result was generated while using cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (lot 10217y, expiration date 31january2021, serial number (B)(4)). When the sample was retested on the same liat, the sample generated negative results. Customer collects a variety of sample types; did not indicate which sample type or collection kit was used for this alleged sample discrepancy. The negative results were reported. No harm was alleged.

Manufacturer narrative:
A review of the instrument data shows that on (B)(6) 2021 at 00:21a: run #1781, sample 1, negative sars-cov-2 and influenza a and a positive influenza b with CT value of 34.1 and a low amplification indicating the sample is at the limit of detection (lod) for the assay. The internal control is normal. The same sample was ran (B)(6) 2021 at 01:17a resulted negative for all targets. A systems assessment was performed and confirmed that for the alleged run #1781, the pcr curve for influenza b showed a real amplification, thus it cannot be confirmed to be called as false positive (low titer). There was no potential false positive samples identified in the provided data set (658 runs). It is not recommended to send this analyzer back as there was no hardware related problem identified and also the background/baseline are showing stable values. The most likely cause for the discrepancy observed is due to the samples having a low viral load. Note that samples near the lod of the test may generate wavering results. Low titer samples can also occur due to cross-contamination. Please ensure customer is following proper good lab practices to minimize this chance. (B)(4).